Event description:
It was reported that the stent elongated. Reportedly, the stent was deployed to treat a stenosed lesion located between the left common iliac artery and the left external iliac artery. The length of the stent should have been 6 cm. However, under imaging, the stent length was estimated to be about 8 cm long. A 5x80 mm balloon catheter was inserted and used to measure the length of the stent, which was determined to be about 8 cm long. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The delivery system has been returned for evaluation and the investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA#p080007.